Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-75, serial/lot#: (B)(4), ubd: 10-dec-2013, UDI#: (B)(4); product ID: 3778-75, serial/lot#: (B)(4), ubd: 29-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead appeared to have fallen out of the epidural space on an x-ray. It was noted that there were three impedances on the cervical as well. It was unknown if there were any external or patient factors that may have led or contributed to the issue. The representative explained that this was discovered on the day of the implant replacement and physician decided to go ahead and replace the leads at the same time as the patient needed an MRI anyways. The patient was now receiving great coverage and the issue was resolved at the time of the report. No patient symptoms reported.